Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in a calcified coronary artery. A 2.50x28mm promus element drug-eluting stent was advanced but was unable to cross the lesion. It was then noted that the stent was lifted up. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in a calcified coronary artery. A 2.50 x 28mm promus element drug-eluting stent was advanced but was unable to cross the lesion. It was then noted that the stent was lifted up. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: promus element, mr, ous 2.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.